Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the defibrillator conductor was distorted. It was also noted that the helix was distorted/bent, there was blood in/on the helix mechanism, and the lead was damaged at implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported during that the svc coil of the lead was coming apart during implant the lead was attempted but not used and a new lead was implanted. There were no patient complications reported as a result of this event.